Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately ten years post initial tka, this 77 y/o female patient experienced wear of polyethylene insert left knee without evidence of osteolysis. The event is still ongoing. Per clinical study case report form indicates this event is possibly related to devices and procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the prosthesis wear reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation and pre-revision x-rays were not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.